Event description:
The reporter stated that the bladder ruptured during pt use. The drug being infused was 5-fluorouracil (5fu) and normal saline. There was no report of pt injury or medical intervention being required.